Manufacturer narrative:
Covidien reference number: (B)(4). Additional information was provided on february 16, 2017. There was no patient involvement at the time of the reported condition. A covidien field service engineer (fse) inspected the device and verified the reported condition. To address the failure, the safety valve was replaced. The fse performed extended self-testing on the device and all tests passed.

Event description:
There was no patient involvement at the time of the reported condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, an 840 ventilator had compressor inoperable. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided.